Event description:
Company representative reported that patient had swelling at both the pump and lumbar sites. The patient experienced a headache and a brain bleed. Hcp were not sure if the fluid was related to a cerebrospinal fluid leak (csf) or a seroma, but after assessment, the md felt that it was a seroma, which was consistent with the patient's diagnosis. A blood patch was done.

Manufacturer narrative:
(B) (4).